Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the product analysis showed functionality of the device was as designed. No device problem was detected. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the product analysis showed functionality of the device was as designed. The cuff, balloon and pump components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality were noted, no leaks were identified. All components passed functional testing and performed within product specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was returned to boston scientific due an unspecified failure. Upon analysis a device problem was identified. No further information was provided.